Event description:
The customer reported the access 2 immunoassay system generated erroneous prostate-specific antigen (psa) results for one patient and that the instrument failed the washed portion of system check, with imprecision greater than 100% cv (coefficient variation; the limit is (B)(4) cv). There is no indication that the customer ran patient samples after the system check failed. There is no report of change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse determined that the wash buffer supply line was kinked under the wash buffer reservoir. The issue was corrected and the instrument passed system check. (B)(6).